Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery as well as critical pump error. Customer's blood glucose value was 95 mg/dl. The customer was assisted with troubleshooting. Customer states pump was not exposed to a high magnetic field. The customer was not able to clear alarm because it was insulin pump error on display. Customer states they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error noted in the pump history and critical pump error alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.